Manufacturer narrative:
Pump passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thump. All buttons function properly. J1 connector on pcb1 was locked properly but had moisture damage found during visual inspection. No alarms, alerts, or rewind anomalies noted during testing. However, confirmed pump error 53 (line number 418 file number 32107) in the pump history download on 07/07/2023 00:28:10.000 due to moisture damage to pcb1 and pcb2 boards. Confirmed pump error 43 (line number 752 file number 121) in the pump history download on 07/07/2023 00:23:35.000 due to moisture damage to pcb1 and pcb2 boards. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, corroded battery tube, stained keypad overlay, missing display window cover, and battery tube threads cracked. Pump passed all required testing and all buttons functioned properly during test. No alarms, alerts, keypad anomaly, or rewind anomaly noted, however, motor assembly and j1 connector on pcb1 boards had moisture damage. Pump error 53 and pump error 43 noted in pump download history due to moisture damage to pcb1 and pcb2 boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error messages, pump error 23 (post-reset ram crc alarm). Troubleshooting was performed and it was explained that the pump might have been stored without a battery. It was also reported that the customer tried to rewind the pump and it won't do any rewind. Also, there was no response from any keypad button. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.